Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had their first implant done and they replaced it because the first battery died too quickly. It was noted the battery was replaced with an updated one.